Event description:
The customer reported via phone call that they had damage to their insulin pump. Customer stated the piston became detached from the insulin pump upon removal of the reservoir for a set change. The customer's blood glucose was 375 mg/dl. The customer was unsure how the damage occurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a broken off motor slide. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.